Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the ventricular rate sense and shocking channels. The patient feels lightheaded while shaving, bending over or laying on his left side. Noise and pacing inhibition was seen on stored egms, but the noise could not be reproduced with arm maneuvers or isometrics.